Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, the patient underwent a revision procedure of the uphold device on april 29, 2019 due to mesh exposure and cystocele. Boston scientific has been unable to obtain additional information regarding the event to date.